Event description:
During eval of a returned homechoice machine, an increased intraperitoneal volume (iipv) was identified which occurred in 2008 during drain cycle 2. The pt's ultrafiltration reading was 986ml indicating the home pt (hp) drained 986ml more than their programmed fill volume of 1400ml. This info gives a total drain volume of 2386ml (986ml + 1400ml), which meets iipv criteria. The home pt (hp) is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Product surveillance contacted the nurse in 2009; the nurse stated she checked the pt's chart and there were no reports of symptoms during the occurrence of the iipv. The nurse stated it was unk whether the pt connected prior to connect yourself display or lost power or pressed go prior to closing clamps. No further info was available. The nurse stated no symptoms were reported during this event and since this event, the pt resumed therapy without pt injury or medical intervention.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during eval. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/ no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery.